Event description:
It was reported that the head section end of the table allegedly lowered during a case and there appeared to be a leak in hydraulic fluid. There was no injury, adverse event or delay in the procedure reported.

Manufacturer narrative:
It was reported that the head section end of the table allegedly lowered during a case and there appeared to be a leak in hydraulic fluid. A stryker field service technician inspected the table with full operational and visual check of all components and movements. The technician determined that the hydraulic feed line to the trend lift cylinder appeared to have a hole, causing the hydraulic leak. The technician replaced the hose and returned the table to full use. There was no injury, adverse event or delay in the procedure reported.